Manufacturer narrative:
Concomitant medical product(s) continued: dtba1d1 ICD, implanted: (B)(6) 2016. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. The rv lead had high thresholds with no capture and high increasing undefined impedance. The lead was noted to have an rv coil failure. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.